Manufacturer narrative:
The stent is still in the patient and covered by another medtronic stent.

Manufacturer narrative:
Product analysis: the stent was not returned with the delivery system. No damage evident to the distal tip of the delivery system . There were crimp impressions visible along the working length of the balloon. Residue was present inside the balloon and the balloon folds were slightly open. The hypotube was kinked 20.5 cm, 52.5cm and 85cm distal to the strain relief. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a severely calcified and tortuous mid - distal rca lesion exhibiting 85% stenosis. No abnormality noticed during inspection prior to use. There were no difficulties noted when removing the protective sheath. Stent was inspected post removal with no issues noted. The lesion was pre-dilated once using a sprinter legend 2.5x15 at 8atm for 10 seconds, 70% stenosis remained after pre-dilatation. The stent delivery system (sds) remained on neutral during delivery. The stent did not pass through the cell of a previously implanted stent/ cell of a stent. During the operation, the stent is reported to have dislodged during advancement of the device. Attempts to snare the stent were unsuccessful. Physician used another medtronic stent with other model to complete the operation. Physician commented that the patient¿s severe vessel calcification caused the event. No patient injury was reported as a result of the event. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.